Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (husband) reported lower values when scanning the adc freestyle libre sensor compared to the hcp meter, on (B)(6) 2021. The caregiver reported the wife had "heart attack" pain in the chest, and emergency services were called. A blood glucose of 13.7 mmol/l (246.6 mg/dl) was obtained on the hcp meter as compared to a sensor scan of 7.0 mmol/l (126.0 mg/dl) and the sensor was removed. The caregiver reported he is unsure if the sensor scan was related to the heart attack. However, the wife was admitted to the hospital where an unknown laboratory glucose test was obtained and the customer received unknown treatment for hyperglycemia. There was no report of death or permanent injury associated with this event.